Event description:
Unit started showing signs of pressure drop after two hours, but corrected itself after six hours. The customer also reported an intermittent problem where the unit seems to be terminating inspiration early. The reported problem could not be duplicated, but replaced the cup seal as a precaution.